Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned sample. H6: investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was returned for product evaluation. The locator and hemostasis sheath were returned for evaluation. No other accessory components were returned. Visual inspection revealed that there no damages or deformations observed on the components. Microscopic analysis was performed on possible locations where damage was possible, and no visual anomalies were noted. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Functional testing was performed. The sheath/locator assembly was inserted into a 6fr vessel model and no functional anomalies were noted. Then the assembly was flushed with water for possible obstructions, water flow was consistent from both the outlet holes. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the sheath and locator assembly were not placed inside the artery and the likely cause for resistance could be from the presence of scar tissue in the subcutaneous region. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor deployed the angio-seal device after finishing the neurovascular intervention. During the process of deploying the device, the doctor felt a lot of resistance when pushing the locator and the sheath, and there were no signs of blood return. The patient was reported to be in good condition. The estimated blood loss was less than 250cc. Manual compression was applied to stop the bleeding. Additional information was received on 02sept2020. A pre-deployment angiogram was performed before using the angio-seal device. The physician deployed the angiogram and confirmed that the puncture site complied with the IFU regulations.